Manufacturer narrative:
No conclusion can be drawn as repair info was not reported. The customer cancelled the service call.

Event description:
The customer reported the system displayed a collimator iris potentiometer error, which would cause the system to shut down. No pt injury was reported.